Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported experiencing high blood glucose and having a bent cannula. Troubleshooting was performed. The programming on the insulin pump was correct. Offered to run a fixed prime test and the customer declined. During the call, the customer stated that he was hospitalized for diabetes ketoacidosis and high blood glucose of 600 mg/dl. The customer stated that when he removed the infusion set, the cannula was bent in half, but the device did not alarm no delivery. No further info was provided.